Manufacturer narrative:
The device has not been returned. Due to the non-receipt of the device, we are unable to determine what may have lead to the user experiencing the reported incident. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
Reportedly, the patient underwent arthroscopic surgery on or about (b)(8) 2002 for a problem he was experiencing with his shoulder. As a result of the procedure, the patient has reportedly suffered chondrolysis of his shoulder joint. There was no reported patient injury or device malfunction at the time of the procedure.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).